Manufacturer narrative:
Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for 6097929 with the incident lot was not observed. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode for 6097929 was not observed as all samples met specifications. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd has initiated a CAPA (B)(4) to document further investigation and root cause(s) of this product issue.

Event description:
It was reported that the bd microtainer® tubes with k2e (k2edta) were observed to have clotting issues. No injury or medical intervention reported.